Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number provided was invalid.

Event description:
It was reported that a protaper next file broke in a patient's tooth during use. The broken piece was not retrieved and was incorporated into the filling.